Manufacturer narrative:
Additional information: all issues occurred on the same date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the four catheters were used in 4 different patients. Compression was utilized. The coil issue was discovered post use in the patient and there was coagulant build-up on the heating element. There was no damage noted to coil and the coil was not exposed. It is unknown if any error messages/codes/warnings were displayed on the rfg. The catheters were safely removed from the patient and no vessel damage was noted. Product analysis damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bending/ burning of the fep layer of the heating element/coil between approx.: 1.5 cm to 5.5 cm from the distal tip of the device. Burnt biologics/coagulant were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed four kinks along the shaft; the kinks were observed at approx. 16.0 cm, 89.7 cm, 91.1 cm <(> <<)>(><(>&<)><(><<)>)> 94.2 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cf7-7-100 closurefast 7f 100cm catheter, the coil burned and high temperature was observed. This issue was noted for 4 catheters. A replacement catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.